Manufacturer narrative:
The field service representative (fsr) verified that the two year battery message was being displayed. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the unit displayed a "you have exceeded the two year service life of your batteries" message. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, the system log shows battery life exceeded message several times. The power manager shows low last measured discharge (lmd) was restored from 135 to 180, the nach was restored from 0 to 178. This is likely caused by the battery life exceeded message, the power manager derated the battery since it has reached its expected life.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.